Event description:
There were seven carotid shunts opened for case per the physician and all of them were found to be defected due to leaking of distal balloon. Alternate shunts were opened per dr. Charge nurse and vascular service lead were notified. The product labels were saved and given to vascular service lead nurse.